Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-may-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. No battery life issues were observed in the available black box. No moisture/corrosion was observed in the battery compartment. No damage was found to the returned battery cap or the battery compartment. The returned battery cap was able to fully tighten to the pump and power it on. The current draws measured within specifications. A battery life issue was not duplicated during testing. The pump cover was removed to find no evidence of moisture or loose components inside the pump. The complaint was unable to be duplicated due to the pump information for the complaint date being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the device caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.